Event description:
Attempted onyx embolization of avm. Catheter rupture while placing onyx causing non-targeted embolization of onyx. Rupture of the catheter allowed for extravasation of onyx embolic material into the distal carotid or apparently the proximal middle cerebral artery causing significant narrowing and acute infarct. FDA safety report ID # (B)(4).